Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the forceps was found broken before a cervical arthrodesis procedure, in sterile processing. Another forceps was used to perform the procedure. There was no patient involvement. No additional information is available. This complaint is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: customer quality conducted an investigation based on a photograph of the complained device. Customer quality (cq) engineering investigation: this complaint is confirmed. The provided photo shows visual evidence of an unknown forceps in two pieces. The pivot pin that secures the two handles together is missing. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint because the device was not returned. No new malfunctions were identified as a result of the investigation. A visual inspection of provided photo was performed at cq for the complaint device as part of this investigation. A review of the device history records was unable to be performed since the lot number was unknown. A material check or hardness check were not performed at cq because the device was not returned for investigation. A dimensional inspection of features relevant to this complaint could not be obtained at cq because the device was not returned for investigation. A drawing review could not be performed at cq because the device part# could not be identified from the provided picture. Unable to determine a definitive root cause as device was not returned and no part# or lot# were provided, device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.